Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Adverse event reported from literature review: gastroenterological endoscopy/ the 99th congress of the japan gastroenterological endoscopy society; vol.62/page 1353: p-164/ year 2020. On an unknown date, following the resolution of a hemorrhagic ulcer, the existing gastrostoma was removed and a new one was created at a different location. After the procedure, the patient developed a peritonitis and was treated through a drainage operation. Duopa therapy has restarted and continues.